Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The service actions (replacing the worn syringe seals and a faulty sipper syringe valve) performed by the field service engineer resolved the issue. The cause of the event was related to a hardware issue.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 ise 1800 module. Initial result: 131 mmol/l. The customer noticed that the initial result was low and repeated the sample on a different ise module. Repeat result: 137 mmol/l.

Manufacturer narrative:
The sodium electrode expiration date was not provided. The cobas 8000 ise 1800 module serial number was (B)(6). The qc was acceptable. The field service engineer found that the syringe seals were worn and the sipper syringe valve was faulty. He replaced the syringe seals and the sipper syringe valve. The customer performed precision studies, calibration, and qc, and they were within specifications. The investigation is ongoing.